Event description:
After taking the pt off a balloon pump in the ICU, the cardiologist attempted arteriotomy closure with a prostar 11 fr pvs sys. He had adequate marking with the device that improved on deployment. The handle broke on deployment, a feature consistent with device design, which is intended to allow the handle to break away when excessive force is used in deployment. The device locked up so that the cardiologist could neither further deploy nor backdown. He gently pulled on the device, but could not remove it. The pt was sent to vascular surgery for removal of the device and arterial repair and was doing fine. On surgical removal of the device, the needles were noted to be in the subcutaneous track and were thought to never have reached the artery. The surgeon also noted a hole in the back of the artery that was thought to be from a previous procedure-which did not involve a prostar device-two days before the event. It was thought the marking achieved with the prostar device might have been from pooled blood left from the hole in the artery, rather than from proper device placement as intended. The pt had been receiving reopro before this event, which prevented the pooled blood from clotting over the two day period. It was noted that the arterial stick was in the superior femoral artery (sfa) very near, and just distal to the bifurcation. The pt was described as hefty and had a history of multiple procedures. There was a large amount of tortuosity in the pt's vessels and the guidewire was noted to be kinked on recovering the device. It was thought that the kinking may have caused the device to lock up. The instructions for use (IFU) clearly state that the pvs sys is indicated for closing the common femoral artery access site. The IFU further states that the safety and effectiveness of the sys has not been established in pts with puncture sites in the sfa. The use of the device in this instance should be considered an off-label indication. On inspection of the returned device, material was found along the anterior needle tracks which was later identified as small pieces of loose skin. The material probably entered the barrel during insertion of the device and caused the needles to stall during deployment. The handle break away at that point is a feature designed to activate when excessive force is used to deploy. After the handle broke away, the holster tube kinked and affixed to the guidewire during backdown, causing the device to lock up. It was felt that the pt's vessel anatomy and morphology contributed to the event.